Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to recover by reseating the tube set, stopping insufflation, and starting the insufflator back up. The technical support engineer (tse) reviewed logs and found ui alerts for when the insufflator house gas was low, then tube set was disconnected. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, there was a loss of insufflation. The pressure completely dropped to zero in a rapid fashion. However, the customer was able to recover by reseating the tube set, stopping insufflation, and starting the insufflator back up. The technical support engineer (tse) reviewed logs and found ui alerts for when the insufflator house gas was low, then tube set was disconnected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.